Event description:
It was reported the videoscope was not precleaned for 48 hours. The IFU states wait time is 60 minutes. The issue occurred during reprocessing. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. However, it is likely due to failure to follow manufacturer's use instructions. The event can be detected/prevented by following the instructions for use which state: per section 1.4 under warning: the channel of the endoscope and all accessories used with the endoscope during the patient procedure must be cleaned and disinfected/sterilized after each patient procedure, even if the channel or accessories were not used during the patient procedure. Insufficient cleaning and disinfection/sterilization of these components may pose an infection control risk to patients and/or operators. Prior to each patient procedure, confirm that the endoscope and accessories have been properly reprocessed and stored. If there are any doubts or questions, reprocess them again before the patient procedure, following the instructions given in this manual. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.